Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited a failure to capture. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead with a stylet, a clip-on-tool, and an implant tool were returned for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.